Manufacturer narrative:
Medical device expiration date: unknown. Device manufacture date: unknown . A device evaluation is anticipated but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported while using bd micro-fine¿ plus pen needle the needle broke from the hub. This occurred three times. There was no report of patient impact. Upon receipt of 13 samples, confirmed 3 np needle broken. No defect was observed for 7 samples. The following information was provided by the initial reporter: stating that the drug solution didn't come out, a patient brought a product to their pharmacy.

Event description:
It was reported while using bd micro-fine¿ plus pen needle the needle broke from the hub. This occurred three times. There was no report of patient impact. Upon receipt of 13 samples, confirmed 3 np needle broken. No defect was observed for 7 samples. The following information was provided by the initial reporter: stating that the drug solution didn't come out, a patient brought a product to their pharmacy.

Manufacturer narrative:
The following fields were updated due to additional information: d10: device available for eval yes, d10: returned to manufacturer on: 21-mar-2022. Investigation summary: thirteen open 32g x 4mm pen needle samples and four photos were returned from an unknown lot. No., cat. No. 320136. Visual examination was carried out on the returned samples and photos and a bent non patient end of cannula was observed on three samples, a broken non patient end of cannula was observed on three samples and a bent patient end of cannula was observed on one sample. A clog test as per q-sop-183-dl was carried out on the remaining six samples and no issues were observed. A device history review could not be completed as no batch number was provided. As all confirmed samples were returned open it is not possible to confirm this defect to be manufacturing related. H3 other text : see h10.